Event description:
It was reported that during patient treatment, the ventilator generated alarms for check tubing. There was no patient harm. (B)(4).

Manufacturer narrative:
The hospital biomed handled the issue however we did not received any information regarding the current status of the ventilator. No service requested. No logs or parts were provided for our investigation. Therefore the root cause of the reported event could not been established. H3 other text : 4112.

Event description:
Manufacturer ref.#: (B)(4).